Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels reaching 40 mg/dl. Reportedly, low bg levels are due to the customer doing physical activity. In addition, customer stated that they were not aware their bg level was dropping due to the continuous glucose monitor (cgm) alerts not properly annunciating. Customer brought bg levels to target range with carbohydrates.